Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced blockage at site on (B)(6) 2024. This caused the elevation of blood glucose level to 281 mg/ dl and treated with correction bolus via pump. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.